Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Calibration and quality control data from the relevant dates were reviewed and found to be within expected ranges. The root cause of the false non-reactive results was attributed to the use of non-specified tubes or containers during testing. The customer was advised to use only suitable tubes or containers for the cobas e 411 analyzer. No further incidents have been reported. The device remains in operation at the customer site.

Event description:
The initial reporter alleged false non-reactive results for three internal control samples tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. The first sample, tested on (B)(6) 2023, generated a result of 0.245 coi (non-reactive), while the expected result was 400 coi (reactive). Other results for this sample, including 439 coi and 432 coi, were correctly reactive. The second sample, tested on (B)(6) 2023, generated a result of 0.891 coi (non-reactive), while the expected result was 600 coi (reactive). Other results for this sample, including 610 coi, 603 coi, and 596 coi, were correctly reactive. The third sample, tested on (B)(6) 2024, generated a result of 0.129 coi (non-reactive), while the expected result was 105 coi (reactive). Other results for this sample, including 105 coi, 107 coi, and 110 coi, were correctly reactive. The samples were stored frozen at -70°c, and no instrument alarms were reported during testing. The results were used as part of the customer¿s internal control process.